Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error. Low battery, failed battery test and off no power. Customer's blood glucose was unknown. Troubleshooting was done. It was found in the alarm history that the insulin pump had low battery, bad battery, no power, no delivery, low reservoir and motor error. Due to motor error alarm, advised the customer the insulin pump would be replaced. It was mentioned customer's blood glucose was 100 mg/dl. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.